Event description:
The pump was returned for investigation. Investigation revealed a display failure, a battery compartment crack and leak, a damaged battery cap, and moisture ingress. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots on the event date. During testing, the pump was powered on and the display screen appeared dim and discolored. A battery compartment crack was observed and a leak test confirmed a battery compartment leak. Evidence of moisture contamination was observed on the underside of the battery cap. The battery cap did not fully secure to the pump due to damaged threads and the cracked battery compartment; a power loss was duplicated. A test cap secured to the pump and was used to exercise the pump for 24 hours, during which a power loss or related alarm did not occur. The pump case was removed and no further evidence of moisture ingress or damage was observed. (B)(6).